Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are product ID: 3889-28, lot# j0340318v, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that during a normal battery depletion replacement the lead was tested with the patient cable and stimulator and got bellows and toe on all 4 contacts under 2.0v but then with the lead connected to the ins they were seeing impedances over 4000 ohms. The rep reported that they could see the tip of the lead in the ins header block and they loosened the setscrew a quarter turn, removed the lead from the ins and cleaned it off and repositioned the ins a few times. The rep reported that when they reinserted the lead into the ins they heard it torque down and it seemed snug in the header block when the physician tugged on it. An electrode impedance test was done at 2.0v and 360 pw and results indicated >4000 ohms. They also ran an impedance check at 2.6v and 360pw c-1, c-2, 0-1, 0-2, 1-2, 1-3 and 2-3 are over 4000 ohms. The rep reported they could see bellows and toe when the impedance check was run. They turned the operating room lights away, bovie was off and xray was not near the system. It was reported that the bellows and toe flick were present at nominal amplitude values. The rep saw no response on c-1, bellows at 1v on 0-3, no response on 1-3 and 2-3 even when up to 3-4v. The caller reported the ins was dead prior to procedure and the patient hadn't used it for at least 3 years so it was unknown what they had been previously programmed on. The rep later reported that the impedance resolved with new lead placement and the patient was receiving adequate therapy. No further complications or patient symptoms were reported as a result of the event.